Event description:
It was reported that the patient had a pocket infection that was discovered during a replacement procedure. There was no sign of infection prior to the procedure and because of this; they did not replace the implantable neurostimulator (ins). The plan was to create a new pocket on the opposite side. Normal battery depletion was the reason for the replacement. Outcome was not provided. Follow up was requested, but was not available. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).